Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that the pump had a no delivery alarm while trying to bolus and it was recurring. The customer was assisted with fixed prime but they were unable to exit the fill tubing stage due to the continuous no delivery alarms. They were unable to determine the cause if the alarm without changing the complete set. Troubleshooting was not completed. The reservoir was not returned for analysis.